Event description:
It was reported that a revision surgery on left knee was performed due to pain and swelling. Patient was treated with a joint injection on (B)(6) 2018. Since the issue wasn't resolved with the injection, dr decided to perform a surgical procedure on (B)(6) 2018 to remove the parts.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the intra-operative findings noted during the revision were: pain, swelling, severe metal debris throughout the entire synovium staining all the available tissue black, and scar tissue of the patella fat pads maybe consistent with an adverse reaction to metal debris but could be a result of the disassociated liner. Without the supporting metal ion levels/pathology results, imaging, and/or the analysis of the explanted components, the cause of the failure cannot be confirmed. The patient impact beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.